Event description:
Patient reported when mixing her remodulin, she was able to fill the cassette with medication and diluent, but there is now a kink in the tubing of the cassette. Pt states that she has tried but cannot remove the kink. She has a syringe connected, but due to the kink is unable to remove the air from the cassette. No further information, details or dates provided. Unknown if pt experienced an adverse event or interruption to therapy as a result. Unknown if product fault occurred while in use with pt. Pharmacy is replacing. Unknown if defective cassette is on hand for return and investigation. Unknown if pt continued their infusion. Unknown outcome of event. Therapy is life sustaining. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided.